Event description:
The patient reported sparking from frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Section d1, d4, h4: upon investigation, it was determined that the reported fraying and sparking was on the power supply, not the power extension cable. Therefore, the product is being changed from the patient electronic unit to the power supply. The power supply serial number, lot number, UDI, and manufacturing date are unknown and unable to be obtained. Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. External and internal visual inspections of the unit revealed frayed wires on the end of the power supply. The power supply did not plug into the patient electronic system due to frayed wires. A test power supply was used, and diagnostic test was successful. The reported event of frayed wires was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.